Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that on (B)(6) 2021, the user has suddenly stopped hearing with the device and measurements showed channels with abnormal impedances. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported that on (B)(6) 2021, the user has suddenly stopped hearing with the device and measurements showed channels with abnormal impedances. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2021, the user has suddenly stopped hearing with the device and measurements showed channels with abnormal impedances. The user was re-implanted.